Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that dislodgement of the catheter from the catheter connector was found on the day after placement. Catheter migration into the pulmonary artery was confirmed by x-ray. The catheter was removed via the femoral vein. On the date before the issue occured, the medicine was infused using the placed catheter and the patient was bathed after medication. The doctor inferred that the cause of this issue was that connection between the catheter and the catheter connector was loose. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a disconnected catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l groshong catheter and a separate, and assembled, two-piece connector assembly. Both pieces contained blood-like residue and the catheter terminated at the 46cm depth marker. Gross visual evaluation of the connector assembly found no evidence of an additional catheter segment within the connector. Microscopic examination of the catheter revealed striation-like patterns on the proximal end indicative of a cut surface. Furthermore the end was planar in shape with sharp edges. None of these features indicated a break of that end. Tactile evaluation of the catheter found no evidence of tensile strength loss, which would have occurred if the catheter had been properly assembled onto the connector. Further evaluation involved complete disassembly of the two-piece connector in which the compression sleeve was confirmed to be present and in the ¿locked¿ position. Placing the cannula in one half of the bisected distal connector showed that the cannula had pushed the compression sleeve into the appropriate place. Measurement of both the cannula on the proximal connector and the outside diameter of the catheter found them to both be within specification. The likely cause of the event was incomplete assembly of the catheter onto the connector cannula. Following which the catheter would never have been fully secured within the connector. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that dislodgement of the catheter from the catheter connector was found on the day after placement. Catheter migration into the pulmonary artery was confirmed by x-ray. The catheter was removed via the femoral vein. On the date before the issue occured, the medicine was infused using the placed catheter and the patient was bathed after medication. The doctor inferred that the cause of this issue was that connection between the catheter and the catheter connector was loose. There was no reported patient injury.